Event description:
A pump malfunction was reported as it did not detect the cartridge, according to the customer's account. There was no additional information available, so no impact on the customer's blood glucose level was reported. The customer communicated that they would not return the pump, leading to the closure of the complaint.